Manufacturer narrative:
An additional lot number was reported (lot #m0213030). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. A new cartridge was reloaded to address the issue and resumed insulin. Blood glucose level ranged from 83-110 mg/dl.